Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection cannot be conclusively determined through this investigation. The patient had an extremely high panel reactive antibody count and was not interested in a transplant at the time. The account communicated that they did not feel (B)(6) needed to be analyzed and therefore was not returned for evaluation. Multiple attempts for additional information were sent to the account; however, none was provided. The heartmate ii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU, as well as the heartmate ii lvas patient handbook, provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number for the pump was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
A pump exchange was performed due to an infection.